Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a craniotomy with small flap procedure, surgeon was attaching the burr hole cover to the flap at the back table and noticed bone dust was building up under the screw heads. Surgeon attempted to tighten screws and two of the screw heads broke. It is reported screws snapped at the radius just under the screw head. The shafts of the two broken screws remain in the patients bone. Surgeon repositioned the burr hole cover and inserted new screws to complete procedure with no further problem. It was reported there was no harm to patient. This is 3 of 3 reports for this event.